Event description:
Initial result for a patient gentamicin was 11.71 ug/dl. When repeated, the result was 7.96 ug/dl. The incorrect result was not reported. The field service representative found the stirrer paddle was chipped and repaired the instrument by replacing the paddle.